Event description:
It was reported that the patient complained of feeling "jolts" during a lead impedance check. It was further reported that low impedance and no p-waves were observed with the right atrial (ra) lead. The clinic performed an x-ray, however the ra lead tested negative for fracture. Reprogramming was done to turn off the lead impedance trends to prevent patient from feeling "jolt" sensation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4074-52, lead, implanted: (B)(6) 2012. (B)(4).